Manufacturer narrative:
Customer follow up 10/25/2016 - it was reported that the customer was taken to the ER. The customer was unsure on the bg value or treatment received while in the ER. Reportedly, the customer was having problems breathing due to pneumonia and was receiving primarily treatment for this. The customer was admitted to the hospital for pneumonia and heart blockage that was discovered while in the ER. The customer stated while in the hospital bg's remain within target. The customer was discharged from hospitalization on (B)(6) 2016. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple cartridge error message while attempting to load a new cartridge. The customers blood glucose (bg) level was (400 mg/dl) reportedly, the customer had not been able to successfully load cartridge. The customer was able to load a cartridge and delivered a bolus to stabilize bg level. During troubleshooting with tandem technical support (cts), the customer accidently entered fill tubing and began to fill tubing while connected. Cts instructed the customer to stop fill tubing and disconnect at the infusion set site. Reportedly, about 30 u of insulin had been pushed through the tubing. However, it was not confirmed how much had been delivered to the customer. The customer did not have anyone with them to assist. Cts contacted emergency medical services (ems) while on the phone with the customer. Cts was on the phone with the customer until ems arrived.